Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure unusual appearance within the body of the optic. Iol remained insitu with no visual consequences.

Manufacturer narrative:
The product was not returned. The provided photos showed what appears to be a fiber near the bottom edge of the lens. Unable to determine if this was on or in the lens. A determination of origin cannot be made from the photo whether this was lens material or a fiber. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. It cannot be determined if qualified associated products were used because the lens model/diopter was not provided. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Unable to determine of the anomaly was on or in the lens form the provided photos. A determination of origin cannot be made from the photo whether this was lens material or a fiber. Not enough information was provided for further investigation. The reporter has not responded to follow up requests. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).